Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
¿After primary rn placed a 20 gauge insyte the safety need retraction bottom wouldn't retract the needle. The insyte was safety walked to sharps container.¿ there was no serious adverse event or injury to anyone.

Event description:
No new information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 381433 and lot number 5093079. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.